Manufacturer narrative:
It was reported that the controller suddenly lost power while the patient was using the restroom. The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned controller revealed that the device passed visual examination but failed functional testing due to an inability to start the controller. Supplemental testing revealed that a fairchild metal-oxide-semiconductor field-effect transistor (mosfet) on the power board was found shorted, which subsequently caused the controller to lose functionality. The mosfet was replaced with a known working fairchild mosfet transistor and the results revealed that the controller was able start and functioned as expected. It was also reported that the controller did not alarm when power was lost. After replacing the mosfet component, the controller was exposed to a temperature of 40°c to determine if the "no power" alarm would still sound under higher environmental (ambient) temperature conditions. Results revealed that the "no power" alarm sounded when both power sources were disconnected from the controller. Despite the results of the supplemental analysis, the most likely cause of the failure of the "no power" alarm to sound during the reported event can be attributed to an overheating power mosfet. The overheating power mosfet likely caused the "no power" alarm's circuit thermal fuse to open, resulting in a failure of the "no power" alarm. The most likely root cause of the reported event can be attributed to a shorted fairchild mosfet. The power mosfet was most likely overheating at the time of the event, causing the internal battery's thermal fuse to open. However, an internal investigation has been opened by the supplier to evaluate shorted fairchild mosfet transistor on the power board. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include information and outlines the steps to keep spare, fully charged batteries and controllers available at all times. Also stated in IFU is that the system has multiple power sources available (ac adapter, dc adapter, and batteries). The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report if new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that on the 12 dec. 2016 at ~5:30 am the patient woke up and went to the bath room when he disconnected from the ac-adapter and switched to the battery. At this time two batteries were connected and the system was running. When he was at the bathroom, he felt "funny" and when he checked the system he recognized that the controller was not giving any visual or acoustical signals and everything was blank. There were also no alarms and it seems that the system was not running. The wife replaced the controller unit and the start of the new controller system went without problems. When the patient brought the controller to the hospital the same day and it was checked by the vad coordinator, the controller could not be started. So there are no log-files available. The case was reported from the hospital to bfarm. It was stated that there were no effect on the patient. No additional information available.